Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
On (B)(6) 2018, the reporter contacted animas and alleged the patient experienced a blood glucose higher than 600mg/dl, with nausea, vomiting, and unspecified ketones, associated with an alleged inaccurate delivery issue. Reportedly, the patient remained on the pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, it was revealed the pump was allegedly delivering half the basal rates due to the total daily dose history only showing half of the basal delivery for the past week. The reporter was not able to provide further information during the initial complaint. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with an inaccurate delivery issue.

Manufacturer narrative:
Follow-up #1: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 30-apr-2018 with the following findings: the total daily dose history shows two manual date changes made by the user from (B)(6) 2018 and from (B)(6) 2018. The pump was exercised for 24 hours without any delivery inaccuracies. No hypertensive or stuck keys were observed on the keypad. The total daily doses added up correctly and reflected the user's programmed basal rates. The pump passed delivery accuracy testing with no delivery defects found. The pump found to be delivering within required range and delivering accurately. No errors, alarms, warnings or delivery interruptions occurred during the testing. Investigation did not duplicate the complaint.